Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the major bleed/access site adverse event was not determined due to insufficient clinical details and no product return. The cause of the difficult to place or position was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
Section d4. Primary UDI number, lot, and expiration date are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:a 51-year-old male with a pre-support clinical state consistent with scai shock stage d underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support via percutaneous right femoral arterial access. The device was implanted on (B)(6) 2026 at 12:48 am using a 14 fr introducer. Resistance was noted during introducer insertion. Following completion of hrpci, the impella pump was removed from the 14 fr sheath. During vascular closure, four perclose closure devices were attempted without achieving hemostasis. Vascular surgery was consulted; however, due to miscommunication, two additional proglide devices were deployed. The vascular team was unable to gain control of bleeding at the access site, and the patient was taken to the operating room for surgical cutdown and closure of the impella access site. The vascular injury was identified during closure and required vessel repair via vascular cutdown; no blood replacement was reported. The impella device was not removed due to a device failure mode, and device outcome involvement was assessed as no involvement. No imaging of the damaged vessel was available. The patient survived at explant on (B)(6) 2026 at 2:30 pm. The pump and introducer are being returned for evaluation. The event is consistent with a known procedural complication associated with large-bore femoral arterial access.